Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to glenoid component loosening and rotator cuff deficiency 3 years after primary surgery. Subject ID: (B)(6).